Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: a visual and microscopic examination of the device found the device was returned with proximal stent damage. Three stent struts on the most proximal row were lifted and bent distally. The hypotube was kinked along its entire length. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis approved on 16oct2013. It was reported that crossing difficulty was encountered. Vascular access was obtained via the femoral artery. A 90-95% stenosed, concentric, de novo, 2.5x25-30mm target lesion was located in a "long" mildly calcified and mildly tortuous left anterior descending (lad) artery. After a non-bsc guide catheter and a floppy guide wire crossed the lesion, predilation was performed with 2 non-bsc balloon catheters resulting to 70-75% residual stenosis. A 32 x 2.50mm taxus liberté drug-eluting stent was then selected and advanced to treat the target lesion. Upon insertion, resistance was felt and despite repeated attempts, the stent could not cross the lesion. The procedure was not completed due to this event. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.